Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 7078349, 7078005, 7078322. Brand name: wavewriter alpha prime. Upn: m365sc14320. Model: sc-1432. Serial: (B)(6). Batch: 216987.

Event description:
It was reported that the patient experienced stimulation in a non-target area. Imaging performed revealed that one of the patients four spinal cord stimulation (scs) leads migrated and became coiled toward the spinal cord stimulation implantable pulse stimulator (ipg). In addition, the patient developed a darkened scab that formed at the ipg site. The patient underwent a revision procedure in which the leads were replaced and repositioned. The scab at the ipg site was excised during the revision in order to gain access to the battery. The patient is recovering as expected. The explanted leads will not be returned as they were discarded at the medical facility.